Event description:
Customer reported receiving unspecified inaccurate high readings. Customer administered too much insulin based on reading became dizzy and lost consciousness. Pt was transported to the hospital. Treatment provided to the customer was not specified during report. Customer tested on the thigh.